Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a mandibular osteotomy surgery for jaw deformity with the plate and screw on (B)(6) 2022. In the surgery, the locking of the screw and the plate could not be completed. When the surgeon checked the product, the locking mechanism was broken on both the screw and the plate. No fragments of the broke devices remained in the patient. The surgery was completed successfully within a thirty (30) minutes delay using other devices. The patient outcome was reported as stable. This report is for a locking screw. This is report 1 of 2 for (B)(4).